Manufacturer narrative:
The field service representative inspected the instrument and found no issue with the instrument. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review determined no trends for falsely increased results for the product. A review of the product labeling concluded that the issue is sufficiently addressed. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the clinical chemistry platforms tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation, no systemic issue or deficiency for the architect c16000, sn# (B)(6) or ict diluent ln 02p32-11 lot 23019un22 was identified.

Event description:
The customer observed falsely increased potassium results processed on the architect c16000, serial number (B)(6) for one patient. The result was not reported out. The sample was repeated on the same analyzer and another and was normal. The following data was provided: sid (B)(6) ran on (B)(6) 2023 initial result = 6.95 repeat results = 4.97 and 4.96. Reference (normal) range: 3.5 to 5.1 mmol/l no impact to patient management was reported.

Event description:
The customer observed falsely increased potassium results processed on the architect c16000, serial number (B)(6) for one patient. The result was not reported out. The sample was repeated on the same analyzer and another and was normal. The following data was provided: sid (B)(6) ran on (B)(6) 2023 initial result = 6.95 repeat results = 4.97 and 4.96. Reference (normal) range: 3.5 to 5.1 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.